Event description:
It was reported that the patient experienced elevated glucose readings up to 315 mg/dl after changing the cassette, infusion set tubing, and infusion site. A bent cannula was found on the cleo infusion device without an alarm. The patient resolved the issue by changing the infusion site and administering an external novolog insulin injection. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.